Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to dislocation occurred on (B)(6) 2020. ø40/+3 humeral cup was removed and replaced by ø40/+9 humeral cup. Primary surgery on (B)(6) 2015.